Event description:
It was reported that 9 gal bd recykleen¿ foot-operated trolley was damaged. The following information was provided by the initial reporter: the cart wire was damaged.

Manufacturer narrative:
Investigation: DHR review process was not performed since the lot number was unknown. No samples or pictures were received. Additional attempts to get more information or pictures were made, however in none of the cases additional information were provided. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information related to this failure mode, the current process controls were reviewed in order to rule out that this failure mode is omitted by mistake during the manufacturing process, the result showed that this fail can be detected in the functional test. As part of the following up on this complaint, a CAPA record was opened due to occurrences (high risk assessment result), this corrective action has been opened to perform an exhaustive investigation in order to rule out that some condition could contribute to a malfunction into the trolley assembly (CAPA record opened (B)(4)).

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). PMA/510(k)#: not a medical device. Device manufacture date: unknown.

Event description:
It was reported that 9 gal bd recykleen¿ foot-operated trolley was damaged. The following information was provided by the initial reporter: the cart wire was damaged.